Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. When the cassette was removed fluid was found to be leaking from the cassette. The cassette was discarded. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. The patient was prescribed one dose of prophylactic antibiotics 2g vancomycin and 1g ceftazidime.